Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure multiple rapid av catheters would not scan with their trufreeze console resulting in a procedure delay. The procedure was completed using a different modality. No report of injury.